Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the injector was completed disassembled. Further evaluation identified grip 2 was cracked, which causes the device to disassemble as seen in the sample provided. Product undergoes a series of visual and functional inspections throughout the manufacturing process, including verification all critical components are within specification and free from damage. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the sample evaluation, it was determined the grip cracked during the assembly process. Manufacturing personnel have been notified of this incident. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown, batch number#: unknown. Hello, I am the clinical pharmacist at, I believe we were introduced during pump go-lives. We had a phaseal product failure. The technician stated the spring came out of the n35 when she was trying to pull back drug from a phaseal adapter. I have kept the parts if you needed/wanted to see them. Luckily, there was no hazardous material spills due to this product failure.